Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not firing. It was also noted the right atrial (ra) lead was not capturing. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.